Event description:
Physician indicated that the valve does not appear to be functioning properly due to severe headaches. Attempted shunt scan but unable to perform it because the valve migrated, rotating so the reservoir was inaccessible.

Manufacturer narrative:
(B) (4). The reported event was identified during the course of a retrospective clinical study (conducted under irb) involving a review of patient case records and data analysis. The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.